Manufacturer narrative:
H6. Investigation findings updated to 3224.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support for further review. Based on the available data, the system was determined to be experiencing a period of instability but was showing signs of improvement. The user was advised to continue calibrating and allow time for stabilization. The user acknowledged and agreed with the guidance provided, and no further actions were required. A review of dms confirmed that the user is currently using the system and that the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.